Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision surgery of stryker exeter stem. Exeter 44 n3 loosening - revision completed and change to restoration modular.